Event description:
It was reported that a patient was not able to feel her feet since the device was implanted. It was noted that the issue occurred immediately after the replacement surgery. It was noted that the patient had been in rehabilitation and had not been using the system or charging correctly since the implant. The reporter stated that there were telemetry issues and an overdischarge was suspected. Four days later, it was reported that the overdischarge was confirmed. It was noted that the cause of overdischarge was a lack of education about the device. A physician mode recharge was performed and was successful. It was noted that the patient was experiencing the symptom of no stimulation. It was reported that the patient would be programmed the week of the report. The reporter stated that the patient was not yet receiving effective therapy, and she had been in six months of rehabilitation because she couldn't feel her feet when she woke up from surgery. See MFR. Report #3004209178-2012-05232 for additional information about the replacement surgery. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient was re-programmed. It was stated that the patient was "doing much better and happy with the stimulation". No further information was provided.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
All previous device codes no longer apply. All patient codes have been updated.

Event description:
Additional information received from the consumer reported their second implantable neurostimulator (ins) was implanted against their wishes because the manufacturer representative told them that the cost of the procedure wouldn't be covered if they didn't have the second device implanted. It was stated when they woke up from the procedure, they were paralyzed and had gone through years of rehab. They were now able to walk again with a cane or walker. It was noted the consumer never used the second implant because they didn't want it in the first place and their surgeon was agreeing to take it out in the next couple of weeks.